Manufacturer narrative:
Reported event ¿rubber seal/flaps on the airseal caps have been ripped off on 3 occasions¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon evaluation of the device and review of drawing, a possible cause of this event could be that sound cap is a thin piece of foam that can be easily damage while inserting devices. A two-year lot history review cannot be conducted as a lot number was not provided. A DHR review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 44 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame 1,040,298 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the ias12-100lpi, airseal 12/100mm lpi port was being used during a robotic partial nephrectomy procedure on (B)(6) 23 when it was reported ¿the rubber seal/flaps on the airseal caps have been ripped off on 3 occasions. The first two times the whole rubber seal came out and the last one just one flap ripped off. Air seal was being used in robotic surgeries and usually the air seal port is the assistant port where clips a put in and lymph nodes taken out. The tearing happened when inserting a bulldog and it was not sharp. The other two were while inserting hemo clips.¿ further assessment questioning found that ¿one fragment of the cap got stuck in the bulldog while inserting and was seeing right away on the screen ,it was removed with a bowel grasper and at that time the whole cap and piece was put aside, and pictures were sent to you . The abdomen was checked, and no pieces were in and there was no harm to the patient.¿. The procedure was completed with a 2-minute delay. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the ias12-100lpi, airseal 12/100mm lpi port was being used during a robotic partial nephrectomy procedure on (B)(6) 2023 when it was reported ¿the rubber seal/flaps on the airseal caps have been ripped off on 3 occasions. The first two times the whole rubber seal came out and the last one just one flap ripped off. Air seal was being used in robotic surgeries and usually the air seal port is the assistant port where clips a put in and lymph nodes taken out. The tearing happened when inserting a bulldog and it was not sharp. The other two were while inserting hemo clips.¿ further assessment questioning found that ¿one fragment of the cap got stuck in the bulldog while inserting and was seeing right away on the screen ,it was removed with a bowel grasper and at that time the whole cap and piece was put aside, and pictures were sent to you . The abdomen was checked, and no pieces were in and there was no harm to the patient.¿. The procedure was completed with a 2-minute delay. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.